Event description:
Siemens healthineers was notified of an issue with the luminos agile max system. It was communicated that the mounting screw in the tube attachment of the display ceiling suspension was missing, and the support arm had lowered a bit, but did not fall down completely. No injury occurred due to this issue. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, a serious injury could be sustained from falling equipment.

Manufacturer narrative:
Initial corrective actions/preventive actions implemented by the manufacturer: the system was taken out of use as instructed by customer service advisory notification (csan) xp017/24/s which began distribution to affected customers on 07/02/2024. Siemens initiated recall res# (B)(4), which was submitted to the FDA on 07/05/2024 for potential problems with the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. The investigation is ongoing. The root cause will be communicated via res# (B)(4). Corrective and or preventative actions via resolution updates xp018/24/s and xp019/24/s. These updates are anticipated to be released in september 2024. This system will be addressed. Siemens will not submit a supplemental report because the issue, and the complaint system status, will be addressed in res# (B)(4) reports to the FDA.